Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-03538. Additional information indicates during surgical intervention it was discovered one of the leads had pulled out of the ipg header. In turn, one lead and the ipg were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-13156. It was reported that diagnostics showed several contacts with high impedances. In turn, effective stimulation coverage was lost. Surgical intervention may be pending.